Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 332 mg/dl after pausing the ilet for approximately three hours due to concern for hypoglycemia while physically working, and, upon resuming delivery, correction doses were administered and glucose began trending downward, with no device alarms or malfunctions reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and characterized the event as a use of device problem without a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.